Event description:
A report was received that the patients ipg was not working and was not taking a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.